Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that post-pvi ablation procedure the patient suffered a cardiac tamponade event. There were no signs of effusion or injury during the actual procedure. The physician states that the perforation likely occurred during the second transeptal puncture attempt due to the angle of the targeted septum. The patient's heart rate did increase during the ablation procedure which was successfully managed by the attending anesthesiologist. The patient also required a blood transfusion post-procedure and became stable after the necessary interventional treatments. No additional patient consequences to report.